Event description:
The pt reported that she has several infusion tubings that have separated at the luer connection. She stated that the average usage time for the infusion tubings was 2 days. She would become aware of the issue during routine checks of the infusion tubing. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.